Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/22/2016 with the following findings: during investigation, the pump powered up with auditory and vibrations to a blank screen. A unity test code downloader tool application was used to upload test code to the master processors. The upload was successful and the pump powered up and displayed just ¿msp¿ instead of ¿msp2¿. The (2) is the eeprom communicating properly hence the diagnosis that the failure is in this area since it is missing from the display. An eeprom failure was concluded during testing. During visual inspection of the pump, it was observed that the battery compartment and the returned battery cap were undamaged and able to fit securely to the pump. All of the pump¿s electrical current draws measured within specification. The pump failed the ¿ez-prime¿ and the 24 hour basal program due. The investigation was unable adequately investigate the initial complaint about a power issue due to an inability to run the 24 hour basal program and additional failures.